Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. E1 (establishment name should be (B)(6). E2 and e3. G2 (health professional should be unmarked). G3: date received by manufacturer- initial report, which was not late. The correct date was 04/19/2024. H6 (component code). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. No physical damage was found where the foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer. Consequently, the legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, and although the foreign materials were confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope had worn adhesive. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was found inside of the air and water tube and cylinder, as well as inside the jet tube which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the adhesive on the bending section cover had a crack. Upon further inspection, it was observed that white foreign material was found inside of the air and water tube as well as the cylinder. Additionally, there was foreign material found inside of the jet tube. Due to the clogging of the jet tube in the control unit, water could not be supplied. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder had no color. It was observed that the image had a partially dark area due to a chip on the objective lens. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that there was a crack in the objective and light guide lens. It was observed that the adhesive on the bending section cover was discolored. It was also observed that the coating of the universal cord was peeled off. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch box, forceps channel port, plug unit and on the connecting tube. Due to the nature of this reportable event, the cleaning sterilization and disinfection (cds) processes performed at the user facility has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.